Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for the call was the patient had two axonics implants. The first one they had extreme pain in their back. The device in the patient's opinion had moved, shifted, or something. Pain was extreme in the mornings especially. If they turned wrong they would get the extreme pain. They went back to the doctor and they switched the stimulator from the right to the left side. They said they put a new recent stimulator in the left side. It worked just fine for their bowel incontinence problem 85-95% of the time. When they put the second implant in, after 2-5 months they would get the excruciating pain when they first got up. They went back to the doctor and they are saying the device is not causing the pain. They are wanting to say it is the patients back or spine and they should go to physical therapy. When they took the stimulator out on the right side the pain stopped immediately. The patient is wanting to know about taking out the axonics device and putting in a (B)(6) device. The patient was interested in the rechargeable device because it is smaller. They are discouraging the patient on getting the rechargeable device. The patient is 5'1" 126 pounds. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt: 1994. Device: 4003. Ref: mw5190218. This report captures implanted electrical device intended for treatment of fecal incontinence #1.